Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that surgical intervention was performed to reposition this right ventricular (rv) lead due to failure to capture (intermittently not capturing), and high capture thresholds. Intervention occurred the same day, post-op (after pocket closure). This lead remains implanted and in service. Besides surgical intervention, no additional adverse patient effects were reported.